Manufacturer narrative:
Article citation: liu a, dhar l, hung s, fellman r, grover ds. Brief report on 12-month outcomes of the ab interno gel stent using the intraoperative post (posterior sweep of tenons) technique. Ophthalmol glaucoma. 2024 jun 14:s2589-4196(24)00097-8. Doi: 10.1016/j.ogla.2024.06.002. Epub ahead of print. Pmid: 38880350. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.

Event description:
The article "brief report on 12-month outcomes of the ab interno gel stent using the intraoperative post (posterior sweep of tenons) technique" from the journal ophthalmology glaucoma reported the events of "unknown eyes required glaucoma medications; 22 eyes had iop greater than or equal to 21 mmhg; 5 eyes had blockage of the implant; 8 eyes required needling; 15 eyes required additional glaucoma surgery."